Event description:
During shift check, the autopulse platform (s/n (B)(4)) displayed "system error, out of service, revert to manual CPR". The customer re-started the autopulse platform, but the error message persisted. No patient involvement.

Manufacturer narrative:
The reported complaint of the autopulse platform (s/n (B)(4)) displayed "system error, out of service, revert to manual CPR" was confirmed during functional testing and based on the review of the archive data. Troubleshooting the problem determined that the root cause of the system error was the drivetrain motor brake gap was too wide, out of the specification, likely due to a defective component. This caused the autopulse to stop functioning with a system error, per design. Visual inspection of the returned platform was performed, and two of the plastic screw bosses connecting the black encoder cover to the top cover of the platform were cracked, unrelated to the reported complaint. The bosses contain brass inserts to secure the screws, so minor cracks of the plastic were repaired with a bonding adhesive without affecting the structural integrity of the platform or the required torque specification for the screws. A review of the archive showed a system error, user advisory (ua) 139 (unable to hold compression position) on the customer's reported event date, confirming the reported complaint. Further review of the archive data showed a user advisory ua17 (max motor on time exceeded during active operation) and multiple ua02 (compression tracking error) occurred on the customer's reported event date, unrelated to the reported complaint. The autopulse platform failed initial functional testing due to "system error, out of service, revert to manual CPR" upon powering up the device, confirming the reported complaint. The system error was cleared using apvision3 software, and it did not replicate during all subsequent testing. However, the autopulse platform failed further functional testing due to ua17 and ua02 advisory messages. Investigation and troubleshooting determined that the root cause of both the system error and ua17 was due to the drivetrain motor brake gap being too wide, out of the specification. The brake gap was adjusted within the specification to remedy the faults. Subsequently, the autopulse platform was subjected to a run-in test using the 95% large resuscitation test fixture (lrtf) with good known test batteries for 40 minutes. The ua02 that occurred during service testing did not recur during all subsequent inspections and tests performed. The platform passed all the tests without any fault or error. Following service, another brake gap inspection was performed and verified the brake gap was within the specification. A load cell characterization test was performed and confirmed both load cell modules were functioning within the specification. The autopulse platform was then subjected to a final run-in test using the 95% large resuscitation test fixture (lrtf) with known good test batteries until discharged without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaint reported for autopulse platform with serial number (B)(4).